Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 2 and force sensor. Pump error 63 variable (21) occurred on 01/13/2025 06:42 --15:56 in history file. Confirmed pump alarmed insulin flow blocked alarm on 01/13/2025: 09:22 bolus, 09:27 basal, 09:32 bolus, 09:37 bolus, 09:47 basal in pump downloaded history. The following were noted during visual inspection: cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm during is not confirmed. Pump error 63 is confirmed due to being found in history file and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a no delivery alarm and pump error 63 alarm - hardware low level failures and the infusion set's cannula was bent. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-398a. Troubleshooting was performed for pump error 63 alarm, the customer was able to clear the alarm and able to complete rewind, the event insulin flow blocked alarm was resolved in the past. Troubleshooting was also performed for bent cannula. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-398a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.